Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not receiving any active directory. The technical support specialist (tss) verified the data synchronization logs and identified an error. Tss restarted the bd and structured query language services, monitored the data sync logs and confirmed that the data was running, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station frankpcare did not receive any admission discharge transfer and there were no patients showing up in the facility search. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.